Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer replaced the battery on the insulin pump but within 24 hours the battery needed to be replaced. The customer did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of replace battery now without a low battery warning. Customer's blood glucose level was 14.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.